Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had lvp 8100 failed rate calibration during test/pm. Lvp sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: verified rate test set up with (B)(6) and found out his rate calibration set (8100-rcs) was over used, exceed 60 times. I advised (B)(6) to replace 8100-rcs (B)(6) will order a new rate set and test again. Ref: (B)(4).